Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the following information, it was presumed that foreign material such as gauze, a piece of parts from peripheral device, body fluid, or chemical agents residues clogged in channel. - according to the inspection result by local service department, air/water flow was not smooth, and the nozzle was not deformed. After the nozzle replacement, air/water flow became normal. - air/water flow was resolved by replacing the nozzle with a new one. - according to past similar cases, foreign materials such as gauze, a piece of parts from peripheral device, body fluid, or chemical agents residues seemingly clogged in nozzle due to inappropriate reprocessing after previous procedure. - IFU states as follows: * flush water into air/water channel of device during precleaning to remove clogging. * clean external surfaces of device with soft brush / lint-free cloth or sponges, paying attention to nozzle opening so that all debris is removed. * how to flush detergent solution into a/w channel * how to clean device for excessive bleeding and/or delayed reprocessing after each procedure.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, there was a foreign material inside the nozzle. There was no report of patient injury associated with the event.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.